Event description:
PICC dressing found to be saturated with blood/fluid charge and rn notified. Dressing taken down in sterile manner and flushed PICC hub noted to be cracked. Providers notified and PICC line removed. PICC hub noted to be cracked. Providers notified and PICC line removed. Patient to receive new PICC line.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned. Additionally, there has been no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed. After three notifications, there has been no sample returned. Additionally, there has been no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed and determining a definite root cause and an appropriate corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. There was one similar complaint in the lot.